Event description:
Reportedly, the procedure was completed with the "gyrus system".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 81,000 joules while using the surgical fiber during a prostate procedure, the fiber stopped working. The case was completed using an alternate procedure and no further complications were reported. There was no patient injury reported.